Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: 2009; in ratio: 1.7; lab: 1.0. At about 44 days later; in ratio: 1.1; lab: 1.7. This is considered an adverse event because patient was admitted to the hospital. No further patient information was provided.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009; in ratio: 1.7; lab: 1.0; mean: 1.35; confidence limits: 1.1-1.9. At about 44 days later; in ratio: 1.1; lab: 1.7; mean: 1.40; confidence limits: 1.1-1.9. Customer was admitted to hospital. Per tech support, time of testing between inratio and lab is not specifically indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time. Meter would be tested if it were returned. As of the date of this report, no product is expected to be returned. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action required at this time as no product deficiency was established.